Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep was advised that an exeter stem broke. It was discovered to have broken above the cement mantle. Patient was admitted after sudden onset of pain and instability (B)(6) 2017.

Manufacturer narrative:
Corrected data: device not returned. An event regarding a fractured exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "cup malposition has contributed to an overload condition in the arthroplasty with abnormal biomechanics likely with impingement ultimately causing a neck fatigue fracture with the condition further aggravated by healing problems in the lateral hardinge approach and probably some degree of overweight condition of the patient." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and indicated that "cup malposition has contributed to an overload condition in the arthroplasty with abnormal biomechanics likely with impingement ultimately causing a neck fatigue fracture". There was no evidence of a device related issue on review of the medical review. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
The sales rep was advised that an exeter stem broke. It was discovered to have broken above the cement mantle. Patient was admitted after sudden onset of pain and instability (B)(6) 2017.